Event description:
It was reported that the patient experienced withdrawal about four months after implant. The patient had contacted a clinic for a refill, but an appointment wasn't possible due to a hurricane evacuation. She was told that she should have "plenty" of medication in her pump and that she should just come in for a refill when the evacuation was done. Withdrawal symptoms, including vomiting, began about four hours later when the pump went empty. The symptoms were overwhelming enough where the patient was "thrashing my arms and legs and crying for help". The patient visited a local hospital, but they wouldn't help her. The patient ended up traveling two and a half hours to get a refill from her implanting physician. It was noted that the pump alarm never sounded, though the reason for which was unknown. Since the event, the patient's fill date had been moved to be sooner. The drugs used in this system were morphine and baclofen.

Manufacturer narrative:
Product ID, 8590-1 lot# n141333, implanted: 2008 (B)(6), product type accessory product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).